Manufacturer narrative:
This report is submitted on (B)(6), 2023.

Event description:
Per the clinic, the patient reported no hearing due to migration of device. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on february, 02, 2024.